Event description:
This is a follow up #1 to report investigation findings of the returned needle. As reported in the initial: it was reported that 4 icerod needles were used for a renal cryoablation procedure. Towards the end of the first 8 minute freeze cycle, it was noticed that the shaft of one of the needles had frozen. They continued the freeze until ten minutes. The needle was kept in situ and used for the second freeze cycle, but they applied warm saline to the patient's skin and needle. It was also reported that the iceball formed ok, but cracked. This was not thought to be due to the needle. It is unknown which lot number applies to the faulty needle. The needle will be returned for investigation.

Manufacturer narrative:
The needle was returned for investigation; however the lot number could not be verified as this type of needle does not have an eeprom memory chip. Therefore, all lot numbers of the four needles used in the case were reviewed and no related deviations or concerns were found. The reported frost on the needle shaft was confirmed as the needle failed investigative testing. The shaft's temperature is -11.5°c which points to insufficient thermal insulation of the needle; however due to the shaft length covered with frost, iceball margins could not be recognized. Needle disassembly did not find any visible soldering gaps or voids, corrosive signs or soldering flux residual. It should be noted that the needle was returned bent. Based on the investigation results, the root cause could not be conclusively determined; however two possible causes could be standard vacuum sleeve thermal insulation loss or vacuum insulation loss due to the bent needle shaft. Galil medical's labeling includes precautions instructing users to protect the skin with warm saline, when appropriate. The case was completed with no patient injury.

Event description:
It was reported that 4 icerod needles were used for a renal cryoablation procedure. Towards the end of the first 8 minute freeze cycle, it was noticed that the shaft of one of the needles had frozen. They continued the freeze until ten minutes. The needle was kept in situ and used for the second freeze cycle, but they applied warm saline to the patient's skin and needle. It was also reported that the iceball formed ok, but cracked. This was not thought to be due to the needle. It is unknown which lot number applies to the faulty needle. The needle will be returned for investigation.